Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the emergency room (ER) for shock evaluation. The health care professional (hcp) called technical services (ts) for consult review of the presenting electrogram (egm) due to concern of patient having experienced asystole post shock. Upon review, the presenting electrogram (egm) showed there to be stored ventricular episodes. Ts reviewed the stored episodes which showed the patient to be in a ventricular arrhythmia. The ICD delivered appropriate bursts of anti-tachycardia pacing (atp) and shock which successfully converted the arrhythmia and no asystole was observed post shock. Ts also noted there to be a stored signal artifact monitor (sam) episode. Ts reviewed the sam event and determined right atrial (ra) lead noise signals were oversensed by the minute ventilation (mv) feature which resulted in the vectors to be switched. Ts discussed review with the hcp. No additional adverse patient effects were reported. This ICD and ra lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the emergency room (ER) for shock evaluation. The health care professional (hcp) called technical services (ts) for consult review of the presenting electrogram (egm) due to concern of patient having experienced asystole post shock. Upon review, the presenting electrogram (egm) showed there to be stored ventricular episodes. Ts reviewed the stored episodes which showed the patient to be in a ventricular arrhythmia. The ICD delivered appropriate bursts of anti-tachycardia pacing (atp) and shock which successfully converted the arrhythmia and no asystole was observed post shock. Ts also noted there to be a stored signal artifact monitor (sam) episode. Ts reviewed the sam event and determined right atrial (ra) lead noise signals were oversensed by the minute ventilation (mv) feature which resulted in the vectors to be switched. Ts discussed review with the hcp. No additional adverse patient effects were reported. This ICD and ra lead remain in service.